Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a coolflow pump and they had a low flow device malfunction occurred. The coolflow pump was going to low flow. When the rate is programmed to 30, it goes to 20. There was no error message. The system allowed ablation during this issue. The power cable was changed but that did not solve the problem. The procedure was completed with a spare pump. There were no patient consequences reported. Since there was no error/warning message when the coolflow pump was delivering low flow, this event is assessed as a reportable malfunction as there is a potential for patient injury.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a coolflow pump. The coolflow pump was going to low flow. When the rate is programmed to 30, it goes to 20. There was no error message. The system allowed ablation during this issue. The power cable was changed but that did not solve the problem. The procedure was completed with a spare pump. There were no patient consequences reported. The device was evaluated and no error was found. The device is within specification. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction found on the device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.